Event description:
Pt called alleging that the test does not start on the induo meter. Pt did not experience any symptoms of high or low blood sugar, but feels that their blood sugar may be high, since pt has not been able to obtain a blood glucose reading. Pt also mentioned that pt was having a port issue problem and that the casing was cracked on the meter. Customer service was unable to resolve the issue and sent pt a new meter.